Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Block h6: device code a06 captures the reportable event of loss of visualization. Block h10: the returned exalt model d controller was analyzed and it was found that the front panel and top cover have finish damage. The catheter interface contacts were layered with unknown contamination. Product analysis was unable to duplicate the customer complaint. With all gathered information, boston scientific concludes the most probable root cause for this investigation is cause traced to maintenance. The number of procedures and recycles of the unit, handling during use and reprocessing over time are unknown, therefore it is probable that that problems are intermittent and are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01097 for the for the exalt model d single-use duodenoscope. It was reported to boston scientific corporation that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023, to treat cholecystitis. During the ercp procedure performed while using the exalt model d controller, the exalt image was lost. The exalt model d scope was then removed and replaced with a reusable scope that was used to complete the procedure without patient complications.

Manufacturer narrative:
Device code a06 captures the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01097 for the for the exalt model d single-use duodenoscope. It was reported to boston scientific corporation that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023, to treat cholecystitis. During the ercp procedure performed while using the exalt model d controller, the exalt image was lost. The exalt model d scope was then removed and replaced with a reusable scope that was used to complete the procedure without patient complications.